Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) buttons dome switch. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated all buttons need to be pressed on multiple times before they respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.